Event description:
It was reported that this implantable pacemaker exhibited noise, oversensing and pacing inhibition of up to six seconds on the right ventricular channel. Reprograming options were discussed and further review of the patient was decided. This device remains in service. No further adverse patient effects were reported.